Manufacturer narrative:
The customer technical specialist (cts) verified the event via telephone what the customer reported. The cts recommended to cycle controls and patient samples. The customer realized the diluent pickup tube came out after replacing the initial diluent cube. The customer attached the pickup tube, primed diluent, performed shutdown and daily checks. The issue was resolved by attaching the pickup tube, priming diluent, performing a shutdown and daily checks. Bec internal identifier: (B)(4).

Event description:
The customer reported extremely high platelet (plt) results were generated on their dxh520cp instrument after replacing the diluent. Customer performed a shutdown and daily checks prior to contacting beckman coulter for the event. The customer technical specialist (cts) verified the event via telephone and found 15 patient samples recovered with erroneous high plt results (over 1 million platelets) following the replacement of diluent. The erroneous results were identified before being released and did not leave the laboratory. There was no impact or change to patient treatment. There was no report of an adverse event as a result of this event.